Event description:
It was reported that the customer had six reservoirs with occlusions in the form of air bubbles. The customer's blood glucose level was 143 mg/dl. The customer stated he has been having high blood glucose levels as a result of the occlusions in his reservoirs. Standard troubleshooting was performed. The insulin was kept at room temperature. The insulin pump was not rewound with the reservoir in place. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).